Event description:
It was reported that the surgeon inserted an aq2003v silicone three-piece lens and one haptic tore. The lens was removed with no pt injury. No enlarged incision or sutures. Another three-piece lens was implanted.

Manufacturer narrative:
H6: evaluation - visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusion: no conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.